Event description:
It was reported that the user had been disconnected from the ilet pump because a new sensor was not available, did not start a new sensor, and paused therapy until a replacement was obtained; after supply change and education, the user reconnected and entered a fingerstick blood glucose of 245 mg/dl, and the event was categorized as a bg run with dosing stops soon. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a delay to treatment or therapy without hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified related to improper or incorrect procedure, and no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.

Manufacturer narrative:
Initial.